Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 3 of 4. The home patient (hp) stated the second bag had a lot of air in the line. The technical service representative (tsr) explained the air alarm. The hp confirmed to continue therapy with a manual bag and notify the nurse about the air alarm. On (B)(6) 2010 product surveillance spoke with the hp who stated she has had no further issues since this incident. The hp stated she did not develop any infection nor was she prescribed any prophylactic antibiotics. The hp stated she has had no issues with supplies and she was having no issues with therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.